Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited an e216 scope communication error and the image disappeared during angulation in right/left direction due to damage on the charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: g3 (g3 of the initial medwatch should be corrected to (B)(6) 2024 and not (B)(6) 2024 as initially submitted), h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause would likely be damage to the charged coupled device unit. The monitor displays a black screen with no image, possibly due to stress from use, external factors, or handling the event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.